Event description:
The nurse was contacted as the device had stopped working. The nurse examined the device and determined the infusion had concluded early the expected. The nurse calculated the syringe should have 2mm remaining thus, the infusion concluded 1 to 2 hours early. The patient showed no ill effects and was stable.

Manufacturer narrative:
Manufacturer completed the entire form. The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected, and the product was within specification for fluid delivery.